Event description:
Information received by medtronic indicated that the user received a system notice message indicating that the catheter was not recognized. The catheter was replaced and the cryoablation procedure was completed. There were no patient complications. Reportable based on analysis completed 08/14/2014.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The reported issue has been confirmed through testing. The catheter failed the performance test due to system notice message #12211 "catheter not recognized". Dissection and electrical continuity showed a broken tc1 wire in the handle. This report will be recorded and trended.